Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative one osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris about the threads, and the device is confirmed to be fractured laterally. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 8 years. Bone loss, inflammation, and pain were reported as patient impacts from the event. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has returned x-rays of the surgical site before and after fracture of the implant. Device history record (DHR) review was completed for the subject lot number 2011070445. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth location 36.